Event description:
Per a baxter rep, during a separate issue it was reported that the home pt during their automated peritoneal dialysis therapy, began seizing which resulted in a supply bag failing and becoming disconnected from the supply line of the homechoice set during therapy. The home pt disconnected leaving their transfer set uncapped and exposed for several hours. The pt was presently being treated with antibiotics for a previous infection.